Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x32mm promus element¿ drug-eluting stent was successfully deployed in a coronary artery. During post dilation, angiography check was performed however, it was noticed that the proximal edge of the stent was deformed. The physician optimized the proximal edge deformation by post dilatation. The procedure was then completed. No further patient complications were reported and the patient's status was stable.